Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a mid right coronary artery stenting procedure, after placement of a 4.0 x 15mm xience v stent, plaque shift occurred, resulting in placement of a 4.0 x 8mm unplanned xience v stent. There was no adverse patient sequela and on (B)(6) 2010, the patient was discharged. There was no additional information provided.